Event description:
It has been reported by a dealer that the right front and rear wheels are not moving properly on a 65650r rollator out of the box. The dealer states that the rear casters act like the brake is on, but nothing is touching the wheel.